Event description:
A malfunction was reported on a customer's pump, with no notable events occurring beforehand. The issue caused the customer's blood glucose level to exceed 500 mg/dl, as the device displayed "high." To address this, the customer administered a corrective injection using multiple daily injections (mdi) and did not require assistance from a third party. Tandem technical support is replacing the pump, confirming the customer's shipping address, and ensuring the replacement has updated software. The customer was instructed on storage mode procedures and agreed to return the problematic pump using the provided pre-paid label.